Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The testing found the high voltages across the battery chargers. After replacement of the chargers was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The x-ray battery chargers were returned to the manufacturer for analysis. The chargers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The motion control battery charger was returned to the manufacturer for analysis. The charger was found to have an output voltage of 35.67vdc. Which is above the specifications. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that high voltage was observed on the motion battery charger and x-ray battery charger. Discovered during a planned maintenance (pm). There was no patient present when this issue was identified.